Event description:
It was reported that approximately 26 hours after the iab was inserted, the pump experienced helium leak alarms. Also, blood was seen entering the helium tubing. The iab was removed without any complications.